Event description:
A malfunction alarm, identified as "malf 0," was reported. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the malfunctioning pump. The customer agreed to use multiple daily injections as a temporary insulin therapy and was assisted by technical support in preparing the pump for return. The customer acknowledged the instructions to send back the pump within ten days using a prepaid label.